Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no delivery alarm. Customer's blood glucose levels were 389 mg/dl. The customer performed troubleshooting and they were able to resolve the alarm. The customer changed their infusion set and performed further troubleshooting. It was found that the no delivery alarm kept reoccurring even after another infusion set change. The insulin pump was replaced and was returned for analysis.